Event description:
This ra lead was implanted on (B)(6) 2007. It was called in to technical services on 7/18/12 that it will be explanted. No further information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).